Event description:
Edwards received information of an aortic valve that was diagnosed as calcified and stenotic after an implant duration of 13 years. Patient received implant of a transcatheter aortic bioprosthetic valve within the existing valve, no adverse events reported.

Manufacturer narrative:
It was reported this valve was replaced due to calcific stenosis. The reported device was not returned to manufacturer as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device, the reported clinical observation cannot be conclusively determined. Edwards will continue to monitor all events.